Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the device was not cooling properly. Installed test mixing pump to cool. Mixing pump was serviced during the pm. Device reading full with no water in the tank. The device underwent pm servicing while in for repair. Serviced circulation pump. Replaced heater, both manifold o-rings, and drain valves. He arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device was not cooling as reported by the decon technician. Could not confirm reading full with an empty tank. The root cause of the not cooling was determined to be a failed mixing pump. The root cause of the reported reading full with no water in the tank could not be determined.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling as reported by the decon technician. Could not confirm reading full with an empty tank. The root cause of the not cooling was determined to be a failed mixing pump. The root cause of the reported reading full with no water in the tank could not be determined.